Manufacturer narrative:
The pump passed the active current test, sleep current test, and self-test. No low battery alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on: battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 at 09:05:00, after more than 7 days at 14.49 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 at 11:47:00, after more than 7 days at 16.26 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. All button functioning properly. However, a stuck button alarm was confirmed/found in the history file; date and time: (B)(6) 2025 at 09:16:02.000, (B)(6) 2025 at 09:57:02.000; stuck key alarm (61) isolated to the keypad assembly. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap/reservoir does lock properly. The electronic assembly, battery cap, and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: cracked keypad overlay, battery tube threads - cracked, and cracked case-corner of belt clip rails. Keypad/button error confirmed. Battery loss not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. It was unclear if a button was pressed for 3 minutes or longer, but the pump was not exposed to a change in altitude. The customer reported receiving a power loss alarm. The customer was able to clear the alarm and complete the rewind process if requested. The pump was recently stored or without a battery for more than 10 minutes. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.